Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was patient r epresentative (pt rep) reported that the other day the patient's freezing had gotten a lot worse. Pt rep said the initial neurologist who was treating the patient said that the dbs wasn't going to help with that (the freezing). Patient representative said that they realized they hadn't charged the handset and the handset battery was at 0%, patient representative said they were able to charge the handset back up and when they unlocked the handset they noticed that the date and time on the handset were incorrect. Walked pt rep through correcting time/date of handset. Pt rep thought that the handset battery depleting had reset the patient's therapy. Pt rep said they were in the patient's therapy settings and saw different upper and lower limits than what used to be there. Pt rep said they didn't know what group (a or b) the patient had been on. Pt rep said that the patient's left therapy settings used to be at 0.0v but now on both group a and b there was a lower limit reached screen coming up that prevented them from decreasing down to 0.0v. Pt rep was unsure if they had pressed the revert therapy button. Redirected pt to hcp. Sent message to field to notify of situation.